Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not deliver insulin when there was a low reservoir alert. Blood glucose level at the time of the incident was not provided. Customer also reported that the device's display was damaged. The customer stated that she recently had a blood glucose level of 590 mg/dl which was treated with manual injection. Customer also reported having a no delivery alarm; blood glucose level at that time was over 600 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self-test, unexpected restart test and all operating current test were normal. Installed a water filled reservoir then the insulin pump functioned properly when programed to alarm low reservoir. After clearing the low reservoir alarm, delivered multiple tests boluses; all tests boluses delivered properly with water exiting the infusion set. No bolus anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.